Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed in a drawer. A field service engineer (fse) identified enhanced full height cubie drawer 5 in the main cabinet with multiple rows of pockets off bus and not recoverable. Inspected the drawer, ran diagnostics, and replaced the worn retractor band. Removed trays and found a medication spill in tray 1 with shorting marks on the tray wires. As trays were not available in inventory, arranged for replacement. Removed the faulty pocket and confirmed other tray pockets were functioning in diagnostics. Received the replacement tray, installed it, and verified proper operation in both diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies in a full height drawer failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.